Manufacturer narrative:
The autopulse nickel metal hydride (nimh) battery was returned to zoll on (B)(4) 2013 for investigation. Evaluation of the returned battery confirmed the reported complaint. The received battery failed testing. Based on the evaluation results, a definitive root cause could not be determined.

Event description:
The customer reported that the autopulse battery is failing. The battery is lasting five minutes or less and the battery charger is saying green light and full charge. The customer indicated that they are following the battery rotation schedule.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted if the device is rec'd and when it is evaluated.